Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that particulate was found.

Manufacturer narrative:
No samples or photos were provided for evaluation. The failure mode could not be verified. The visual inspection of the retained samples was performed and no issues related to the complaint were noticed. Based on manufacturing batch records and retain sample review no issues relate to the complaint were notice, since no samples or photograph were received to perform investigation, root cause cannot be determined and complaint cannot be confirmed. Product record review was completed for lot number 9137870 and no non-conformances were noted during the manufacturing of this lot. Records indicate that the reviewed batch record passed all the in-process inspections. No previous complaints from the same product code and lot 9137870 related to complaint code ¿fm-hair¿ have been received from august 2018 to august 2020. No adverse trend observed, defect is within control limits. No further actions will be taken at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that a hair was found.